Event description:
Customer reported receiving large differences in readings between blood glucose levels and sensor glucose levels. Customer reported receiving a sensor glucose reading of 150 mg/dl when his blood glucose reading was actually 29 mg/dl. Customer stated that he lost consciousness while on his boat due to this low blood glucose level. Customer stated that he had to eat dog biscuits to treat this low blood glucose level. Customer also reported that earlier in the day of the call, he had a blood glucose reading of 279 mg/dl while his sensor glucose reading was 189 mg/dl. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).